Event description:
The director of respiratory care from the home healthcare company reported, "while connected to patient and while testing, vent self turned off and reset itself." No allegation of patient harm.